Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the active current measurement and self-test. Successfully downloaded the trace and history files using thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump received with high sleep current; problem isolated to the pcb1 board. Pump trace download analysis confirmed the pump alarmed 5 abnormal low battery alerts between 07/05/2024 20:35:00.000 and 07/21/2024 07:56:00.000, problem isolated to the pcb1 board. No moisture damage noted to the electronic assembly or motor assembly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. The p-cap/reservoir does lock properly. The pump downloaded history confirmed abnormal low battery alerts and confirmed high sleep current during analysis, problem isolated to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.